Event description:
The ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. During the investigation of the device at the manufacturer's product investigation lab, the device failed a test step related to the oxygen blending module board during testing.

Manufacturer narrative:
The device was a rental device and was scrapped by the manufacturer.